Event description:
Caller reported a malfunction on pump, identified as malf 0. There was no adverse impact to customer¿s blood glucose level. Customer reset pump independently, resumed insulin delivery, and was advised to continue using the device unless malfunction recurs, in which case they should contact technical support. Software update was sent for malfunction resolution.